Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four additional perclose proglide devices referenced are being filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, all four proglide devices had cuff misses. Suture placement in the calcified left common femoral artery was attempted with one proglide device, using a pre-close technique, via a 6f sheath. A cuff miss occurred. The tavr procedure was completed. Hemostasis was achieved on the right side with additional proglide devices. Hemostasis on the left side was achieved using a non- abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected- device is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Returned, unused, sterile representative proglide devices were successfully tested and no malfunction was noted.